Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. It was stated that the catheter migration was due to tricky placement of the catheter. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Following a previous catheter revision captured in MFR 3010079947-2021-00238, the patient complained of increased pain. It was reported that the patient's catheter tip had again migrated to c2. Another catheter revision occurred where a new catheter was implanted and added to the previously-placed revision kit, and the tip was placed up in the patient's ventricle above c1. The catheter was not returned.

Manufacturer narrative:
Sales representative reported that the patient did not follow post-procedure recommendations and would not exercise caution in relation to activity level. Representative believed that this and the tricky placement of the catheter both contributed to the reported catheter issues associated with this patient. Internal complaint number: (B)(4).